Manufacturer narrative:
Results of investigation: inspiration valve or device leaky" and failing inspiration valve self-test due to small measured internal leak <5 lpm. Inspiration block test results showed that the press blower and ppat insp was measuring the same; however, there was a leak flow of .64lpm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire that the unit alarmed on tf 400 after restarting. No patient involvement.